Event description:
It was reported that energy was low during inspection, and then the console could not be turned on. There was no patient involvement.

Event description:
It was reported that energy was low during inspection, and then the console could not be turned on. There was no patient involvement.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported low power was confirmed. The fse replaced all four xenon lamps and calibrated the energy, restoring console's functionality. A risk review was completed and confirmed that the event of device - low power was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.